Event description:
Event details: while preparing a chemotherapy bag, plunger leakage consequence(s) of incident : use of a second device (f2301) ¿ exposure to cytotoxic agents.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction: correction: annex e code has been updated to e2401 - insufficient information and annex f code has been updated to f2301 - additional device required. Device evaluation:it was reported the syringe leaked. Three photos were provided to our quality team for evaluation. Upon visual inspection, evidence of liquid past the stopper is observed, verifying the reported concern. There was no visible damage or related defective observed that could have contributed to the reported leak a device history review was performed for reported lot 2508065, no deviations or non-conformances related to the reported incident were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Results were reviewed and verified product met required specification. Six retained samples were used for additional evaluation. Visual inspection revealed no damage to the cylinders or any related abnormalities. Leak testing was performed on all samples, all product met required specification and no leakages were observed. Based on our investigation and photo evaluation, we are not able to identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.